Manufacturer narrative:
Philips service reset the hard drive connections and reloaded the os/software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that disk space full error made imaging disks inaccessible on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.